Manufacturer narrative:
Continuation of concomitant: 694765 lead implanted: (B)(6) 2009; 419488 lead implanted: (B)(6) 2006.

Event description:
It was reported there were high right atrial (ra) lead thresholds. It was further reported there was possible fracture and the re was undefined/high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.